Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. The IFU also states do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. In this case this IFU deviation most likely caused the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with two proglide devices using the pre-close technique via a 8f sheath prior to a watchman procedure. Femoral imaging was not performed. Reportedly, cuff misses occurred with both proglide devices. The first was due to an incorrect angle when deploying the plunger. The second was due to pulling the plunger back before deploying it. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the watchman procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.